Event description:
A site representative reported that the screw on their precision aiming device or biopsy guide was stripped. There was no patient present.

Manufacturer narrative:
Patient information not provided as no patient was involved in this concern. Device lot number, or serial number, not available from the site. Device manufacturing date is dependent on lot number/sn, therefore, unavailable. Site resolved the issue and withdrew their request for a replacement device. No explanation from the site on how the issue was resolved. There was no return of the suspect device to manufacturer for evaluation.